Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient, a resident of australia, was hospitalized with diabetic ketoacidosis (dka) while visiting rome, italy. The patient's blood glucose (bg) level reached 19 mmol/l (342 mg/dl) with ketones at 3.4 mmol/l after wearing the pod for between 5 and 24 hours. The incident occurred overnight after the pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient reported extreme fatigue, which prompted a ketone check. Sensor values were not monitored earlier, as the patient initially felt well until the sudden onset of physical weakness. Treatment consisted of an insulin drip, and the patient was hospitalized for three days. A new pod was placed, and the original pod was discarded.